Event description:
Consumer reports very high readings when comparing to their other monitors. Analysis run on clark error grid using competive reading (249) as ref. Point vs. Bd readings (500) yielded data points in the c range of the grid, outside acceptable limits.